Manufacturer narrative:
The device was not returned to the MFR. The user facility sent the drill to a third party repair facility, so the MFR is unable to eval the actual device.

Event description:
It was reported that during a surgical procedure, oil was leaking from a hole in the hose portion of the pneumatic drill. No oil came in contact with the pt or surgical site. Backup equipment was used to complete the procedure, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.